Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the one of the patient's pins in the white side of the mobile power units (mpu) broke off when the patient was connected. The pin was stuck in the white lead of their controller. The patient's controller was exchanged and a loaner mpu was given.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken off pin in the white connector of the patient cable was confirmed. The mobile power unit (mpu) (serial number:(B)(6)) was returned for analysis and evaluated to the service depot. A missing pin in the white connector of the patient cable was observed and the patient cable was replaced. After replacing the patient cable, the mpu was tested and was found to operate as intended. The mpu was returned to the customer after the repair. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and was found to pass all manufacturing and quality specifications before being shipped to the customer on 15feb2021. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the one of the patient's pins in the white side of the mobile power units (mpu) broke off when the patient was connected. The pin was stuck in the white lead of their controller. The patient's controller was exchanged and a loaner mpu was given.